Event description:
Vent failure - rn responded to vent alarm; pt was assessed and rt called. Pt noted to have an increase in respiratory rate due to vent failure. Pt was bagged and ambued - no adverse outcome. Covidien tech came to (B)(6). Report received - reported problem "vent inop" was verified. The bbu pcba was replaced. Electrical safety, all calibrations, est and sst performed. All tests passed per manufacturers specs at the time of service. Use of unit code: ok to use equipment.